Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 540mg/dl. Customer treated high blood glucose with syringe and then pump. Customer states that at morning blood glucose was 498mg/dl and current blood glucose was 208mg/dl. Products will be return for analysis.